Event description:
It was reported that several days post implant the ra (right atrial) lead had no sensing and no pacing. An x-ray was performed and it was noted that there was a lead perforation in the atrium with pneumomediastinum. Another procedure was performed where the physician moved back the lead and found a new position in the atrial ear with good measurements. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.